Event description:
It was reported that the patient came into the clinic due to episodes of dizziness and was given a holter monitor to wear. Upon review of the data stored by the holter monitor, several instances of pacing inhibition resulting in heart rate decreases to 24 to 30 beats per minute were observed. The cardiologist referred the patient to a different clinic for a revision procedure. However, when the physician at the referred clinic performed lead measurements, they did not find any lead measurement concerns indicative of a lead or system issue. The threshold and impedance measurements were found to be stable and good. The physician currently is suspecting a different reason for the pauses in pacing. However, it was noted that no prior data had been stored on a programmer and the only current available data was from the holter electrocardiogram. Technical services (ts) was consulted and suggested the clinic bring the patient back in for further troubleshooting with a field representative. Further data was sent in for review. Upon review ts noted there were two stored pacemaker mediated tachycardia (pmt) episodes and two atrial tachy response (atr) episodes showing oversensing of low amplitude signals on the rv channel, which were thought to be myopotential. The recorded episodes show multiple inhibition of pacing due to oversensing and was noted that the pauses seen on the holter may have been for the same reason. Ts discussed that oversensing leading to pacing inhibition has been occurring for two years. Ts discussed additional troubleshooting and programming options. At this time no lead detail information was available to be provided, attempts to obtain information are being made. The device and leads remain in service and no additional information is currently available.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.